Event description:
The customer reported unresponsive buttons and a frozen screen. The customer monitored the screen, and the time did not advance. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen due to a corroded interface board. Unable to confirm the keypad anomaly due to the frozen screen.